Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and was provided IV antibiotics. The device was explanted and the patient had recovered without sequelae.